Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead was dislodged a day post implant. The lead was removed and appears to have a bent close to the distal tip which appeared to have inhibited the deployment of the screw. The physician decided not to reposition the lead as apparently there was some difficulty positioning it due to patient's anatomy. The lead was removed and was accidentally disposed of in the hazardous bin. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.